Event description:
The surgeon inserted an aq2010v silicone three-piece lens but the haptic bent. The lens was removed with no patient injury. The reporter stated it was unknown as to why the haptic bent. A back up lens was implanted.